Event description:
Pt had implant removed due to pain (based on notation written on hospital's own explant form). Have requested more info, awaiting response from physician.

Manufacturer narrative:
There are no indications that the event occurred as a result of mfg or component failure. Chronic pain at the implant site occasionally becomes a problem and requires surgical retrieval of the implant. This occurs in less than (B)(4) of the pts, based on clinical literature review.